Event description:
Reporter alleged the blood glucose monitoring device 2nd and 3rd pins are darkened, however, there is no melting or burning associated with them. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.